Event description:
It was reported that cine revealed externalized conductors. The physician elected to monitor the lead. No electrical anomalies were noted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.